Event description:
Customer's mother reported that the customer's blood glucose level had been high for about one week leading up to the call. Caller reported that the customer had a blood glucose level over 600 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.